Manufacturer narrative:
This report is submitted on april 21, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022 due to migration of electrode array. The patient was re-implanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on august 25, 2022.